Event description:
It was reported that this was a foley catheter spontaneous removal event occurred after placement in a home-care patient placed since (B)(6) 2025. When the balloon was checked, it was found to be leaking. Per follow up information received via rcc on 26sep2025, stated that after leak a broken balloon was confirmed when checked the balloon.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Initial reporter name: (B)(6) hospital, (B)(6) medical corporation. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a foley catheter spontaneous removal event occurred after placement in a home-care patient placed since (B)(6) 2025. When the balloon was checked, it was found to be leaking. Per follow up information received via rcc on (B)(6)2025, stated that after leak a broken balloon was confirmed when checked the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: minamimachida hospital, seishikai social medical corporation UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.